Manufacturer narrative:
This report is being submitted following an internal audit. (Catheter).

Event description:
About two weeks post device implantable drug pump replacement, pt reported experiencing shaking of arm, swelling and the inability to pick items up. Pt was concerned with rejection and indicated physician had problems filling pump. Follow-up with pt's physician for record was unsuccessful. Pt outcome info was not provided. Pt also being treated with deep brain system for pain. MFR's tracking system indicates all of pt's devices remain active.